Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap had ¿dry iodine.¿ this was discovered upon opening the packaging of the device. There was no patient involvement. No additional information is available. This is report 6 of 7.

Manufacturer narrative:
(B)(4). A review of all batch record documents was conducted with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The device was returned to baxter and an evaluation was completed. Upon visual inspection of the device, holes were noted in the foil overpouch of the packaging. This allowed air to enter the packaging and was a direct cause of the dried iodine. The cause of the holes in the overpouch was determined to be a manufacturing issue. The foil is manufactured by a supplier outside of baxter and the overpouch is then sealed at a baxter plant. A scar was issued to the manufacturing facility of the raw material. Should additional relevant information become available, a follow-up report will be submitted.